Event description:
The shunt had originally been placed successfully and later broke. During this ventriculo-atrial shunt revision, the neurosurgeon found that the shunt valve was "broken" and "ripped apart" in two pieces. The broken shunt valve was sequestered and retained for return to the manufacturer. Manufacturer response for ventricular valve shunt, codman certas (per site reporter). Device has been returned to the manufacturer.